Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that the catheter was inserted on (B)(6) 2013 and it was in place for 5 days. When the extension unexpectedly came off, the line was immediately clamped to stop the blood loss, then removed. The catheter was not replaced. Only prescribed medications were administered to the pt in hospital and through the line. It was used for cvvh (B)(6) 2013, and then IV fluids. The pt's therapy included antibiotics, anticonvulsants, sedation, proton-pump inhibitor, diuretics. Chloraprep and clinell wipes are used to clean the pt's skin and catheter hubs prior to use. No other medications/lotions/ointments were used. Chlorhexidine wipes are used to clean the pt. The pt was male, (B)(6) years old, had status epilepticus and acute liver failure. The pt passed away on (B)(6) 2013.